Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube, a broken reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 84 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.